Event description:
Customer reported that the insulin pump alarmed software error. Alarm was confirmed in the alarm history. Customer stated the alarm did not occur during the rewind/prime sequence. Customer was advised to remove the reservoir and perform rewind and then to program a normal bolus into the air; amount was recorded in the bolus history. The insulin pump passed the self test. Customer noticed the tones are shorter; she was advised to select the long beep alert type. Customer also reported that insulin was leaking from the site. Blood glucose value is 352 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.